Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported issue. The engineering team determined the collision with a wall is what caused the monitor arm component to break. The field service engineer replaced the monitor arm to address the customer¿s immediate concerns. The system has been returned to use with no other issues reported.

Event description:
A customer reported the monitor arm of an affiniti 50 ultrasound system was damaged during transport within the user facility. There was no patient or user harm associated with this event. This issue was discovered outside clinical use. The customer was provided a quote for a replacement monitor arm. Philips has started an investigation, and upon completion, a follow up report will be submitted.